Event description:
It was reported that the 9800 system experienced overload fault errors during a case. It was noted that the system would lockup and overheat. The case was completed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to clean an regrease the high voltage cables. Cables cleaned and regreased. The system was tested and found to be working as intended and placed back into service.